Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter read inaccurately low compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. During the call, the reporter stated that on the afternoon of (B)(6) 2017, the patient developed symptoms of ¿weakness, shaking, sweaty, more confused and legs going out from under her.¿ the reporter claimed the patient tested her blood glucose with the subject meter in response to the symptoms and obtained an inaccurate low blood glucose reading of ¿275 mg/dl.¿ during the call, the reporter stated that he felt the result should have been in the ¿400's mg/dl¿ range. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with a combination of oral medication (januvia), diet and exercise. The reporter claimed the patient took her usual dose of oral medication for diabetes as treatment for the symptoms. The reporter denied the patient used any other device to test her blood glucose. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr noted the patient was testing with test strips that were stored correct and were not expired or opened past their discard date. The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.